Event description:
It was reported that the right atrial (ra) lead threshold increased and had high impedance. No reprogramming was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. Atrial lead impedance rises from an approximate baseline of 500 ohms to 1200 ohms the week ending 2013 (B)(6). Impedance decreased to 912 ohms with measurement on 2013 (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: rvdr01, implantable pulse generator, 2013 (B)(6); (B)(4), implantable pacing lead, 2013 (B)(6). (B)(4).